Manufacturer narrative:
E.1 initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte luer access split septum was broken causing leakage. The following information was provided by the initial reporter, translated from japanese to english: the patient was using a septum needleless closed infusion connector for infusion for two days. Today, when the patient was infusing again, the fluid was found to be leaking out and the membrane at the interface was found to be broken, resulting in fluid leakage, and the connector was replaced.

Manufacturer narrative:
Investigation results: a device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
No additional information: it was reported that the bd q-syte luer access split septum was broken causing leakage. The following information was provided by the initial reporter, translated from japanese to english: the patient was using a septum needleless closed infusion connector for infusion for two days. Today, when the patient was infusing again, the fluid was found to be leaking out and the membrane at the interface was found to be broken, resulting in fluid leakage, and the connector was replaced.